Event description:
Add'l info provided by the surgeon at the user facility indicated the capsular bag was intact, the intraocular lens (iol) was inserted and unfolded with no problem. Irrigation and aspiration was performed to remove viscoelastic from the capsular bag. The lip of the capsular bag was over the center of the iol. The lens decentered and the surgeon could see a posterior capsular tear. Pt outcome was favorable. The surgeon stated the event was not related to the iol.

Event description:
A user facility reported that during implantation of an intraocular lens (iol) the patient experienced a torn capsular bag. The association between this event and the iol is not known. Additional information has been requested.